Event description:
I place navilyst power piccs: 5 french and 4 french for the (B)(6) hospital. I and the other PICC nurses have found that the internal wire being used is rough at the end and can slide past the end of the PICC tip when inserted - since the PICC ends near the svc and the junction of the right atrium the rough end of the wire is getting caught inside the patient's chest and the whole PICC has to be removed and tears internally in the process. I fear the navilyst PICC is very dangerous. I now thread the PICC without the wire which makes PICC insertion much more difficult and is going backward in safe practice. The piccs are also ending up in the neck more often than they used to when we used the arrow piccs. We had 3 travel up the neck out of the last 8 insertions. There is a locking mechanism that can be attached that is supposed to keep the internal wire from moving during insertion but it does not tighten completely and the frayed wire is able to move back and forth. I also suspect that this frayed internal wire is damaging the reflux valve in the PICC. I believe it is happening when the wire is pulled out at the end of the procedure because the PICC is designed to not require heparin to keep it from clotting but it is still clotting nonetheless. I have noticed the increase in tpa use for declotting piccs, as well as piccs traveling up the neck at insertion. Please look into this - my gut says these piccs are subpar, dangerous, and will lead to internal bleeds on innocent patients. Dates of use: (B)(6) 2009 - (B)(6) 2011.